Event description:
It was reported the customer was experiencing high blood glucose due to a damaged drive support cap. The customer stated their drive support cap was popping our during priming. Customer's blood glucose was 200 mg/dl. Customer stated they were dehydrated due to their high blood glucose. The customer stated they would treat their blood glucose with a syringe. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.